Manufacturer narrative:
Section e1 phone number complete information: (B)(6). The field service representative (fsr) inspected the architect i2000sr processing module and induction heater was found to have burn damage and soot on it. The control module, induction heater and additional parts were replaced. The control module, induction heater was determined to contribute to the issue. No fire or injury to personnel reported. The instrument service history review revealed no additional tickets associated with smoke/ burning smell. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the control module, induction heater did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances for the part and complaint issue. Labeling was reviewed and found to be adequate. The 2025 ul certification indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damaged components were limited to the control module, induction heater. The smoke did not spread to other parts of the instrument. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) was identified.

Event description:
The customer observed a burning smell from a component inside the architect i2000sr processing module and the unit suddenly displayed several error codes. The customer reported the led on the induction heating control module did not light up. The induction heating control module was noted to be burned and damaged. The induction heating control module was replaced due to burn damage and soot was observed outside of the component. The control cable and 36v cardcage cable for induction heating were replaced as a precaution. The induction heating installation check procedure was performed, and the results were positive (passed). No impact to patient management or impact to user safety was reported.